Event description:
I had a st. Jude defibrillator/pacemaker implant. The device discharges an odor that I assumed was coming from the bandages. At first I could not really identify the smell, but I called it smoke. The odor seems to change and now it smells like burnt rubber. The odor has subsided somewhat, but I have endured this torture for almost a year. My cardiologist said he has never heard of it.